Event description:
A j&jcd company representative at the customer site observed a potassium result of 5.0 mmol/l obtained from an outpatient specimen that was reported to a physician. The specimen was analyzed on a vitros 250 analyzer. The lab re-analyzed the sample on the same analyzer and found it to be 3.2 mmol/l. A repeat value on a second vitros 250 analyzer was 3.1 mmol/l. The lab issued an amended report to the physician. No medical intervention was required. Pt was discharged without incident.

Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connections exits between the product and a potential death or serious injury. Investigation summary: a modification has been developed to reduce salt buildup and will be installed on all analyzers. The modification is hardware change to enhance reference arm alignment and a software change that adjusts the reference-fluid pump to reduce the possiblity of static residue which can affect potassium results.